Manufacturer narrative:
Sections with additional information as of 26-jun-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms: dizzy and shaky. Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): user applied blood to strip before inserting strip into meter. Note 1: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure that the customer's condition had improved - able to establish contact with customer who stated she was feeling dizzy and shaky. No medical intervention since the last call was reported. Customer had tested using the true metrix meter and obtained a result of 92 mg/dl fasting. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer reported feeling shaky; customer stated she is not diabetic, she is hypoglycemic. During the call, a blood test was performed by the customer fasting and produced test result of 90 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/28/2024 and open vial date is 05/07/2023.